Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp in the right chest wall via internal jugular vein. During the procedure, resistance was felt while advancing the guidewire. The guidewire was then removed, and it was further reported that the guidewire was deformed and stretched. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows the complete view of j tip of guidewire with hoop, where distal end of the guidewire appears to be bent and stretched. Therefore, the investigation is confirmed for the reported deformation issues. However, the investigation is inconclusive for the reported guidewire stretched, resistance and advancing issues as the exact circumstances cannot be verified from the provided photo. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure, resistance was felt while advancing the guidewire. The guidewire was then removed, and it was further reported that the guidewire was deformed and stretched. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.